Event description:
The customer called and reported she was unable to push insulin into infusion set tubing from reservoir with plunger. Customer's blood glucose was 86 mg/dl. During troubleshooting, a fixed prime could not be performed, due to inability to push insulin through with plunger. Customer then replaced the infusion set and was able to properly push insulin with plunger into the tubing. Customer was advised the reservoir would be replaced and but did not agree to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.